Event description:
It was reported that the patient was seen due to complaints of "missed beat" and discomfort over the epigastric area. Upon interrogation, it was found that the left ventricular (lv) lead had high threshold. A chest x-ray showed that the lv lead had dislodged. The lead was explanted and replaced. During the replacement procedure, there was a setscrew issue on the device header. The device was explanted and replaced. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Products: 459888 implantable pacing lead, 2013 (B)(6); 4592-53 implantable pacing lead, 2013 (B)(6); 6947m62 implantable tachy lead, 2013 (B)(6); product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).